Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced hyperglycemia when insulin delivery was not occurring for approximately one hour around midday, with blood glucose values in the 350¿360 mg/dl range that later trended down to 338 mg/dl after the infusion set was changed and no site issues were reported. The patient reported elevated blood glucose as a symptom. Outcomes included temporary hyperglycemia without hospitalization or medical intervention beyond troubleshooting guidance. The investigation included user troubleshooting and education by support, review of reported device performance, and assessment for alerts or alarms, none of which were reported. The investigation revealed no device alarms and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear based on the available information. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.